Manufacturer narrative:
This report is filed january 8, 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2013.